Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that the balloon ruptured. Vascular access was obtained using contralateral approach. The 90% stenosed moderately tortuous and severely calcified right external iliac artery(eia). After crossing a non-bsc guide wire, a 7.0 mm x 40 mm x 135 cm (4f) sterling balloon catheter was advanced to predilate the lesion. However upon first inflation at 13 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with the another sterling balloon catheter. No patient complications and the patient's status was good.